Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient confirmed wi-fi connection was on. Patient was then advised to close all applications except the dexcom g5 application, re-install the dexcom g5 application, and then reset the smart device, which was unsuccessful. No additional patient or event information is available.